Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was experienced hyperglycemia. Blood glucose value at the time of event was 487 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of event. Customer treated high blood glucose with manual injections. The insulin pump will be returned for analysis.